Event description:
Additional information was received indicating the impedance measurement was low at times also. The lead was removed and replaced.

Event description:
It was reported the lead alert tripped due to high impedance measurements on the right ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a distal portion of the lead was returned and analyzed. The superior vena cava defibrillation coil and the distal conductor of the lead developed fractures due to flexing while in vivo. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD) 2012 (B)(6); 4193 implantable pacing lead 2008 (B)(6); 5076 implantable pacing lead 2008 (B)(6). (B)(4).